Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Healthcare professional reported eft side "presence of a periprosthetic effusion and a shell, capsular contracture - baker grade ii, double capsule, internal capsule adherent to the prosthesis. 2 soft capsules. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, red particles on gel and shell, an opening on posterior, and crease fold. A microscopic analysis was performed which identified: a striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "presence of a periprosthetic effusion and a shell, capsular contracture - baker grade ii, double capsule, internal capsule adherent to the prosthesis 2 soft capsules. Device has been explanted and replaced.